Manufacturer narrative:
After analysis it was found that the insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, a loose/protruded drive support disk and a missing endcap sticker. (B)(4).

Event description:
It was reported that the customer had physical damage occur to their insulin pump. Customer's blood glucose level was reported at 117 mg/dl. Product is being returned for analysis. No further information was provided.